Event description:
Reportable based on analysis completed on 02-october-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. It was reported that the was got kinked when it reached the laa. The procedure was completed with a new was. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination. Device evaluated by MFR: the returned product consisted of a watchman access system (was) with a dilator snapped inside the sheath. The device was bloody. The tip, sheath and hub/valve were microscopically and visual inspected. Inspection revealed tip damage (jagged split/stretched /slight delamination), and a kink in the sheath located 4.5 cm from the tip of the device. The damage to the returned device is consistent with being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.